Manufacturer narrative:
(B)(4). Actual sample was evaluated. This complaint for leak was not confirmed in the lab. The root cause of the complaint was undetermined.a batch review was not performed due to unknown lot number. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A doctor reported to baxter that a leak was observed during use but the leak area was not identified. There was patient involvement but no patient injury. The actual sample is available for evaluation.